Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted within a patient on (B)(6), 2010. According to the complainant, during the procedure the deployment suture broke before the stent was completely deployed. Despite attempts, boston scientific has been unable to ascertain additional patient or procedural information.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 55mm. The deployment suture thread was tangled around the shaft and was broken. During analysis when an attempt was made to retract the remaining attached deployment suture thread, it broke at the point of release from the stent. On closer examination of the crochet stitches, the deployment suture thread appeared to be wrapped around the black retention suture causing the restriction during retraction of the deployment suture thread. When the deployment suture thread was unwrapped from around the retention suture it was possible to fully deploy the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The most probable root cause is design. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted within a patient on (B)(6), 2010. According to the complainant, during the procedure the deployment suture broke before the stent was completely deployed. Despite attempts, boston scientific has been unable to ascertain additional patient or procedural information.

Manufacturer narrative:
(B)(4) (stent partially deployed, deployment suture broke). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.